Event description:
A medtronic rep reported that during a surgery, the surgeon experienced a 4-5mm inaccuracy in a fusion with the stealthstation s7 case. The surgeon completed the surgery with the use of the stealthstation. There was no pt harm reported.

Manufacturer narrative:
Software and on-site investigation in progress.